Manufacturer narrative:
G2: section g2 updated to foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the returned device found visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were as follows: 22.8 ohms (blue), 12.3 ohms (blue with white stripe), 9.1 ohms (red), and 21.5 ohms (red with white stripe), all of which are within specification. There were no shorts between circuits or intermittent behavior while manipulating the circuits. Under magnification, there were no cracks in the electrode contacts and they were centered on the midline. A syringe was used to inject 15cc of air and the cuff balloon inflated and deflated with no issues. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via a manufacturer representative that 1 channel (blue) did not behave, so it might be fractured. The channel could read but did not respond. There was no error code. The issue was solved with the product of the same model. There was no known patient impact reported.